Manufacturer narrative:
The field service engineer (fse) reported that the issue was discovered during set up for patient use. No delay in therapy and no medical intervention reported.

Manufacturer narrative:
Failure analysis on the returned data acquisition (da) board shows that no fault found. Fi investigation could not replicate problem.

Manufacturer narrative:
The quote provided to the customer for the issue reported the unit does not work/shows errors expired and this case was closed. A new case was called in for the same serial number by the customer reporting patient disconnect error and check vent barometer sensor range error. A new service quote was sent to the customer. Further information has been requested.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the unit it does not work, and it shows an error. It is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.